Event description:
We received a call from a funeral home to return explanted products from the deceased vns patient. It was reported the patient died in 2008 with cause of death listed as herniation, due to subdural hematoma. Good faith attempts have been made for additional details surrounding the vns, and the patient's death. The patient was last seen in the office one month prior, and was doing well, and had not had any seizures. The explanted product is at the manufacturer pending completion of product analysis.